Manufacturer narrative:
Device not returned. There have been two related best practice alerts sent to the sites for communication. Follow up with customer notes they have no further issues with odor. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
User reported residual h2o2 odor from the decontaminated masks. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.